Event description:
Removal of cook medical nester coils after adverse allergic reaction and migration to the renal vein. Surgical opinion upon removal was that these coils were released too close to the renal vein. Pt was implanted with coils to treat "pain" reported to his physician (dr. (B)(6)) (B)(4) accession number. The physician advised that he believed the pt to have varicocele and required embolization as a treatment. After implantation, the pt experienced elevated eosinophils, increased discomfort in the treated area, rapid decrease of total testosterone (below normal range of 300), poor liver function. Pt had no previous medical history of these issues prior to implantation. Additionally, the pt was unable to perform basic tasks that he previously had no issues performing (such as driving a manual transmission vehicle). The pt had the coils removed on (B)(6) 2017 by dr (B)(6) in (B)(6), who was able to successfully remove the coils. Dose or amount: 6 units ea, frequency: implant, route: embolization.